Manufacturer narrative:
Per evaluation by the manufacturing site: according to the customer's description, the ceramic insert is broken off/broken on the distal side. The most likely cause of this is that the shaft has been damaged by improper handling (e.g. Being caught in the outer shaft, pre-damage caused by preparation, etc.). As the article is already over 14 years old, it has reached its "end of life". A more detailed examination cannot be carried out as the article was not returned. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Update information: customer confirmed that they will not return the device to us for evaluation. Therefore, the device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a operative hysteroscopy on (B)(6) 2024, the beak of the inner sheath broke inside a female patient. No patient injury was reported, and they were able to complaint the procedure without any other issue.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).